Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rejected new battery. Customer¿s blood glucose was unknown at the time of incident. Insulin pump sounds louder during rewind and motor sounds labored. The customer also stated that the buttons were less responsive. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2 or lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify rewind anomaly, failed battery alert, back light anomaly and low battery alert due to buttons not responding. Device received with minor scratched lcd window and broken belt clip slot.